Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was fully deployed, and the clip was not returned with the device. The coil was noticed to be kinked. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.